Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The shaft was broken from the screw head, and exhibited deformation consistent with the use of a removal kit. The screw head assembly was undamaged, and the nature of the fracture face, at the neck, indicated failure in torsional overload. Variations in bone quality may impart excessive loads, contributing to failure in torsion, during insertion and removal.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to improper implant placement. Revision surgery took place (B)(6) 2018. During removal of the subject screw, the shaft of the screw broke. Removal of the broken screw caused significant delay to the surgery.